Event description:
It was reported to covidien on 2/18/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the pt's catheter was inserted under fluoroscopy with no difficulty. Hemodialysis was commenced and microbubbles appeared in arterial line. Hemodialysis equipment checked with no breaches found in system. Catheter removed in radiology and a new catheter was inserted with no further instances of microbubbles with new catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.